Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapler. The event report alleges the product was used in a surgical procedure. The sulu was partially fired to the 2cm cut line. Microscopic inspection of the knife blade revealed that there was damage to the knife blade. There were no functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open bowel resection procedure. There was poor staple formation. The stapler was hard to push and stopped, staples malformed. The entire staple line was malformed. To fix the staple line, resected and re-stapled. In order to resolve the issue and complete the procedure, opened a new stapler. The patient status is alive, no injury.